Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304622 and lot number 220707. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples from the lot reported were obtained for evaluation from the manufacturing facility. The retained samples were assembled with a bd discardit 2ml syringe and liquid moved through the cannulas normally with no signs of clogging observed. Inspections for occlusion are completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, an exact cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported while using bd microlance¿3 needle 18g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: the pump needles become blocked - after the first use, the needle is no longer functional and it is not possible to aspirate or inject again.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needle 18g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: the pump needles become blocked - after the first use, the needle is no longer functional and it is not possible to aspirate or inject again